Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issuesrelevant to the complaint that occurred during manufacturing of the device. The reported complaint is non-verifiable. The device and device packaging were not returned for evaluation. Two images of handwritten notes were provided and reviewed as part of this investigation. The images did not show the devices or device packaging. As a result, no further investigation can be performed. The alleged product issue could not be confirmed.

Event description:
It was reported that during a coil embolization, the device was checked prior to use and the coil length did not appear as the size indicated. Another coil was used without incident. No clinical consequence was reported.